Event description:
A surgeon reported a foreign material was found in a pt's eye during surgery. The foreign material was removed from the pt's eye during the procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been rec'd for eval. A root cause has not been identified. (B)(4).